Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient, who underwent breast augmentation with two 460cc mentor smooth round high profile saline breast prostheses, experienced bilateral breasts that were described as uncomfortable with capsular contracture; baker grade unknown. The capsular contracture was diagnosed via physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On october 6, 2020, mentor became aware that the incorrect date of implantation was erroneously indicated. Section d 6. Implantation date has been populated with the most accurate data available. Manufacturer¿s reference number: (B)(4).